Manufacturer narrative:
The reported event could not be confirmed since the affected device has not been received for investigation and no further material ( i.e: x-rays ) has been provided. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the manufacturer's experience with this device type the reported failure appears to be device unrelated user issue. The reported material disintegration/breakage of the screw threads appears to be most likely caused by an improper use of the device. As per op-tech tap, drill in hard sclerotic bone and pre-drilling and pre-tapping may be necessary. Contact of the screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire which may result in damage to the implant. These considerations go well in line with the reported failure; however more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the reported failure. If any further information is provided, the investigation report will be updated. As per operative technique as-st-2, 10-2014: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. The self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill ø2.7mm (702449) and use of the cannulated tap ø4.0mm (702454) is recommended, especially when placing oblique screws. Note: in dense bone, puncturing the cortex with the ø1.4 x 150mm drill bit to initiate the wire may reduce heat build-up and/or deflection of the wire. Alternative: substitute the ø1.4 x 150mm guide wire with a ø1.4 x 150mm drill bit. Throughout the procedure it is possible to interchange the guide wire and drill bit. Note: guide wires are single use disposables. Do not reuse guide wires. Option: a parallel drill guide is available for parallel placement of guide wire. Note: always verify both guide wire and screw position with periodic image intensification.

Event description:
It is reported by the surgeon, that under x-ray he recognized that the top of the screw, approx. 5 threads dissolves and couldn't be extracted completely. The screw was removed and replacement was available. The x-ray shows that the rest of the titan screw remains in the patient.

Event description:
It is reported by the surgeon, that under x-ray he recognized that the top of the screw, approx. 5 threads dissolves and couldn't be extracted completely. The screw was removed and replacement was available. The x-ray shows that the rest of the titan screw remains in the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.